Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.2mmx12mm threader balloon catheter was advanced for dilation. There was no visual issue noted to the device prior to use. However, during the first inflation, at 14 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. There was no visual issue noted to the device prior to use. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.